Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the surgeon was about to put in the screws during a spine case, the trajectory 1 stopped showing the projection while trajectory 2 still showed the projection. The site attempted to go backwards and then forwards in the software and the procedure was exited then re-entered but this did not resolve the issue. The system was rebooted and it resolved the issue. There was no impact on patient outcome and the issue caused a less than 1 hour delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 1.3.0 h3: a software analysis was initiated. Reviewed the attached snapshot, the snapshot captured that the site was in navigation task with both trajectory 1 and trajectory 2 views in display. In trajectory 2 view the passive planner cad model and projection is displayed but in trajectory 1 view cad model and projection is missing. This issue is consistent with the following known software issue. H6: b01, c10 and d02 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.